Manufacturer narrative:
Insulin pump was received with cracked lcd window, minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube window. No missing segments/partial display or display anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was cracked as result of dropping it. Her blood glucose was unknown at the time of reporting. She was advised that the device would have to be replaced. No equipment was returned. No additional information was reported.